Event description:
It was reported that when using the bd pyxis¿ es server, had multiple orders not crossing to server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple orders were not crossing to server. A technical support specialist (tss) reviewed knowledge article "orders not being processed at the es server" and confirmed order could not be processed due to the last name exceeds the system's character limit. Tss advised customer shortening the last name to meet the character requirements or inputting the doctor's actual last name. The system functioned as intended after the technical support specialist resolved the issue.